Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie not showing up on map. The field service engineer (fse) reseated the drawer 3 control board connections and manually released the bad cubie, restoring normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer was not showing up on map, and the user was unable to remove medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.